Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune claim letter received. Claim letter alleged that patient sustained personal injury as a result of implantation of a defective depuy attune knee device. The patient underwent a right knee revision due to pain, numbness, and tibial tray loosening at the cement to implant interface. The femoral component was well-fixed but revised. The patellar component was retained. The surgeon noted one week after the primary operation the patient was seen for hemarthrosis and consequently underwent a hematoma washout, with no evidence of revision of any components during the previous washout. Depuy cement was used during the primary operation. Doi: (B)(6) 2017. Dor: (B)(6) 2019; right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.